Event description:
Customer reported blood glucose results of 318 mg/dl, 211 mg/dl, 154 mg/dl, and 118 mg/dl within 10 minutes in the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.